Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Could you please clarify what was the exact issue? Did the needle broke from the swage part? Please clarify. Did the needle got broken? Please clarify. Did the patient suffer from any consequence due to the issue? If yes please explain are there any photos available for visual analysis? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name: (B)(4), active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the surgery, it was reported that the patient came to the hospital for treatment due to injury, and when the staff sutured the wound, it was found that the swage of the needle broke and could not be sutured normally. Another like device was used to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 11/3/2021 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: * what was the initial procedure? * could you please clarify what was the exact issue? Did the needle broke from the swage part? Please clarify * did the needle got broken? Please clarify * did the patient suffer from any consequence due to the issue? If yes please explain * are there any photos available for visual analysis? ------------- all answers above are unobtainable. Once there is any update, we will update the information